Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 343 was which was not reproduced during evaluation. The system error 343 alarm was verified through a review of the event history log by a single occurrence of system error 343. Evaluation found the symptom to be caused by a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing at 1.0mcg/kg/min 20.2ml 10.82p5 (medication unknown) and the pump stopped infusing and experienced a system error 343 (motor high rate error) alarm during therapy. There was no known patient injury/or medical intervention associated with the event. No additional information is available